Manufacturer narrative:
No unexpected frozen screen/display anomalies were noted during testing. The time advanced properly. No unexpected icon anomalies or partial display anomalies noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The operating currents were within specification. All buttons functioned properly. No damage to the keypad traces noted, and the keypad connector on the lcd board was not unlocked during visual inspection. A slight motor noise anomaly was noted during the rewind and displacement tests due to a faulty motor. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a frozen display screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.